Event description:
The tech reported the brake casters are not holding. No patient injury reported.

Manufacturer narrative:
The tech found the brake casters are old and worn. Per the hill-rom service manual, annual preventative maintenance must be performed to insure all bed features are functioning as originally designed. Particular attention must be addressed on safety features including but not limited to: caster braking systems. The tech replaced the brake casters to resolve the issue. Based on this information, no further action is required.